Event description:
It was reported while setting up for a procedure, the collet would not hold the pin. It was later found that the impreglon coating is flaking off and causing the issue. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional information from the investigation is received.